Manufacturer narrative:
Correction information provided in d.4. Unique device identification (UDI) number added. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that patient had keratoconus, in the left eye, after lasik surgery. The patient's corneal flap was clear, and the other structures of the eye were found to be within normal parameters.

Manufacturer narrative:
H.3., h.6.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after the surgery date. Latest preventive maintenance confirming that device meets specifications as per service installation record. Provided logfiles cannot be analyzed as they do not cover the surgery date, therefore a deeper analysis cannot be performed for the device. The provided treatment report was assessed and showed no abnormalities. Not enough clinical information (such as logfiles or pre and post-operative topographies) is provided by surgeon to properly evaluate this case, no technical root cause was identified as the product was found to be within specifications during maintenance visit. Without additional information root cause cannot be identified. The manufacturer internal reference number is: (B)(4).